Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported having a blood glucose level over 400 mg/dl and calling paramedics. Customer reported being hospitalized due to high blood glucose levels. Blood glucose level at the time of admission was over 500 mg/dl. Customer reported that she was nauseous, vomiting, and had diabetic ketoacidosis. Customer reported receiving a past no delivery alarm on the insulin pump, for which she was unable to troubleshoot. Blood glucose level at the time of the call was not provided. Customer also reported being hospitalized in (B)(6) 2014. No further information was provided.